Manufacturer narrative:
A siemens field service engineer (fse) visited the customer site after the low result was obtained for the hcg assay on the immulite 1000 instrument. The fse evaluated the instrument and there were no instrument issues identified. The fse proactively replaced the probe and ran a water test to confirm no contamination in system. The cause of the low result on the immulite 1000 instrument is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained a falsely low result on a diluted patient sample for human chorionic gonadotropin (hcg) assay on an immulite 1000 instrument. The sample was run as a triplicate and one result was falsely low and the other two results were higher. The higher results were expected by the customer. None of the results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low result on the immulite 1000 instrument.